Event description:
It has been reported the service trays have cracks on the corners resulting in sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: corner cracked.